Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a glitch during the prime process. Customer stated when the battery reached the half way point, the infusion set change process must be performed twice in order to be completed. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.